Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was in the hospital with their sister (their sister was in the hospital, not the patient) and stated their sister was having tests and a little surgery. The patient stated their ins cut off. The patient stated that they went to their healthcare provider because they didn¿t know why their ins was off and they were informed that it was likely emi at the hospital that turned it off. The patient was able to turn the stimulation back on following the event. The patient noted it occurred while they were near the test but didn¿t specify which tests it could have been related to and that it happened a couple years ago. No further complications were reported.